Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.